Manufacturer narrative:
Device was received with a blank display due to moisture damage on the electronic assembly. Unable to perform the self test, sleep current measurement, active current measurement, and the displacement test due to blank display. Moisture damage was also found on the motor and force sensor during visual inspection. Device was received with the new style all black retainer still attached to the insulin pump case. A test p-cap and reservoir locks into place inside the reservoir the reservoir tube properly. Device was received with minor scratched lcd window, scratched case, pillowing keypad overlay, case cracked behind the insulin pump near the battery compartment and cracked battery tube threads. No damage to the reservoir tube, reservoir tube lip, or retainer noted during physical inspection.

Manufacturer narrative:
(B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had scratches on the case and screen. The customer stated they were not able to read the display. The insulin pump had moisture under the display and crack in the case. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.